Event description:
(B)(6). It was reported that in-stent restenosis and unstable angina occurred. On (B)(6) 2017, a synergy drug eluting stent was implanted to treat the target lesion located in the mid left anterior descending artery (lad). On (B)(6) 2021, the subject presented with unstable angina (braunwald classification iiib) and was referred for the agent ide study. The index procedure was performed on the same day. The 3.00 x 25mm target lesion was located at the mid lad. The target lesion was predilated with a 3.0 x 30mm balloon with 10% residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with a 3.25 x 12mm non-boston scientific plain old balloon angioplasty with 10% residual stenosis and timi flow 3. Post dilation was not performed. The subject was discharged on aspirin and clopidogrel.

Event description:
(B)(6). It was reported that in-stent restenosis and unstable angina occurred. On (B)(6) 2017, a synergy drug eluting stent was implanted to treat the target lesion located in the mid left anterior descending artery (lad). On (B)(6) 2021, the subject presented with unstable angina (braunwald classification iiib) and was referred for the agent ide study. The index procedure was performed on the same day. The 3.00 x 25mm target lesion was located at the mid lad. The target lesion was predilated with a 3.0 x 30mm balloon with 10% residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with a 3.25 x 12mm non-boston scientific plain old balloon angioplasty with 10% residual stenosis and timi flow 3. Post dilation was not performed. The subject was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2017, there was complete chronic total occlusion noted at the lad and that on (B)(6) 2022, it was noted that the synergy stent was slightly unexpanded proximally.

Event description:
Agent ide clinical study. It was reported that in-stent restenosis and unstable angina occurred. On (B)(6) 2017, a synergy drug eluting stent was implanted to treat the target lesion located in the mid left anterior descending artery (lad). On (B)(6) 2021, the subject presented with unstable angina (braunwald classification iiib) and was referred for the agent ide study. The index procedure was performed on the same day. The 3.00 x 25mm target lesion was located at the mid lad. The target lesion was predilated with a 3.0 x 30mm balloon with 10% residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with a 3.25 x 12mm non-boston scientific plain old balloon angioplasty with 10% residual stenosis and timi flow 3. Post dilation was not performed. The subject was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2017, there was complete chronic total occlusion noted at the lad and that on (B)(6) 2022, it was noted that the synergy stent was slightly unexpanded proximally. It was further reported that a 2.50 x 38mm synergy stent was implanted on (B)(6) 2017.